Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer states there are some scratches on the display that are somewhat affecting how they read it. The customer also noted display is foggy at the bottom and right hand side. The top of the battery compartment is chipped off and it has rejected new batteries. There is also random delivery alarms. The act button is hard to press. The customer declined to be transferred to help line.